Event description:
The nurse was entering a bolus dose of versed in mg/kg and recognized that the alaris model 8000 pump control unit calculated the total dose delivery value in mg incorrectly. Patient weight was 3.6 kg and dose was .28 mg/kg. Total dose should have been 1.01 but the pump displayed 1.23 mg. Total volume appeared to be calculated correctly. Further investigation showed that the total dose display was incorrect, but the actual volume delivered was correct and accurate. Problem determined to be with model 8000 only (model 8015 does not exhibit the problem), with weight based drugs in which the units for continuous delivery and the units for bolus delivery are different in the guardrail drug library definition. In this case continuous was defined as mcg/kg/min and bolus delivers was in mg/kg. Carefusion was notified and has duplicated the problem.====================== health professional's impression======================unknown problem with how the guardrail software calculates and/or displays the total bolus dose value when used on a model 8000 pcu. Model 8015s appear to function normally and cannot be demonstrated to exhibit the failure mode. Calculation errors seem to be clustered around a weight of 3.57 kg and a bolus dose of 0.284 mg/kg. A more extensive test of versed resulted in 97 failure points.====================== manufacturer response for infusion pump, alaris point of care unit, model 8000======================I have been getting regular updates about the progress of their investigation and we have shared technical data at every phase of the investigation. Very professional and responsive in all regards. Very good communication and follow-up.